Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus china there was the possibility that the reported phenomenon was caused that the external force was applied to the subject device or hard object was bumped to the subject device by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device at olympus (B)(6) customer service, it was found that there was no illumination due to physical damage to the video connector socket, and that the front panel display of the subject device blinked. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.